Event description:
It was reported that this right ventricular lead exhibited noise, oversensing, pacing inhibition and high out of range shock impedance measurements. A system revision was performed, and this lead was explanted and replaced. No adverse patient effects were reported.